Manufacturer narrative:
(B)(6). Date of symptom onset for the post-operative infection is unknown. The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 16, 2007. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with one (1) non-conformance noted, which was written due to the shaft width specification on the inspection sheets not aligning with the curved condylar top level drawings. All curved condylar plates were placed on hold and then dispositioned as ¿conforms¿ as the manufacturing process yields parts that meet the top level print specification even when manufactured at both least material condition and maximum material condition. This lot met all dimensional and visual criteria at the time of product release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with one (1) non-conformance noted for marks along the entire surface of the raw material. The raw material was returned to the supplier for evaluation. It was also noted on the material record report that the raw material width did not meet specification requirements due to undersized condition. The raw material was dispositioned ¿use as is¿ as the parts made from this raw material will meet specification requirements after processing. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with an infection of the bone that had developed on an unknown date near hardware that was originally implanted on (B)(6) 2013. The patient's bone had reportedly healed, so the surgeon decided to remove the hardware. The patient returned to the operating room on (B)(6) 2016 for this hardware removal. The surgeon explanted a 4.5mm locking compression (lcp) curved condylar plate, four (4) 4.5mm cortex screws, one (1) 7.3mm cannulated conical screw, and five (5) 5.0mm cannulated locking screws. All of the hardware from the distal and mid-shaft femur was removed intact. The patient was then treated with antibiotics for the infection. The procedure was completed successfully with a great patient outcome. This report is 1 of 4 for (B)(4).